Event description:
It was reported that the customer had unexplained high blood glucose and dka. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was 324 mg/dl. Caller stated that the customer passed out due to high blood glucose. Caller stated that the customer's blood glucose dropped to 41 mg/dl then to 39 mg/dl and she gave the customer orange juice, peanut butter and rice pudding to treat the customer at home for the low blood glucose. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window.